Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed twice, indicating a motion sensor test failure. The customer did not know the blood glucose reading at the time of the alarm. The most recent blood glucose reading was 107 mg/dl. The customer declined troubleshooting, advising that he had already received a replacement insulin pump due to other issues, including a motor error alarm and a motor position encoder error alarm. Nothing further reported.